Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the evaluation performed by r&d revealed that the tips are excessively discolored/charred. The condition of the tips is associated with excessive heat setting resulting in charring/burning. The exact root cause of the reported "smoke was generated from gauzes when using the reported device" could not be verified; however, this instrument is non insulated; therefore it is not recommended for contact with wet tissue. It is likely that this instrument was used for the wrong application and excessive heat was introduced resulting in smoking and charred tips, this however could not be confirmed. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
It was reported that smoke was generated from gauzes when using the reported device (80-2940) during a surgery on (B)(6) 2017. The reported device was used with aesculap¿s generator and cable. The location where the smoke generated was not identified. The surgeon stopped using the product after noticing the smoke. There was no adverse consequence to the patient. No further information was provided by the hospital.